Event description:
Husband reported that his wife had passed away. Husband stated she passed away from an insulin reaction. Md reported she was wearing the pump at the time of her death. Husband stated that she appeared to go into a low reaction, although a blood glucose test was not taken at the time. The husband also stated that he had experienced enough of these types of events to realize what was happening to know that she was low. He stated that he assisted with moving his wife to the floor where they stayed for the next 3 hours. He did not contact the emergency medical team, but he did give her a drink of juice, and thought she was doing better. He stated that he stayed on the floor with her, and dozed just a little. He stated that when he woke up he didn't hear his wife breathing anymore. He called the emergency medical team, but it was too late by then. He also stated that he thought the new medicine being taken by his wife may have been a contributing factor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused, or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.